Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator was connected and all parameters measured were within range. When the device was placed in the pocket, the patient experienced low intrinsic heart rate. The device exhibited loss of output. The physician attempted to disconnect the lead from the device but was unsuccessful. Excessive force was used and was unsuccessful. The device not used and replaced. The patient was discharged.